Event description:
During a video assisted thoracoscopy, the stapling device would not fire. There was no back up device, physician decided she could not wait until a replacement was obtained from another facility. Surgeon proceeded with a thoracotomy, a more extensive and invasive procedure.